Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. As a result this lead was explanted and a non-boston scientific lead was implanted. This lead will not be returned. No adverse patient effects were reported.